Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 36 and 48 hours. It was also reported that the pod's cannula was not inserted in the infusion site and that pod was leaking insulin. Symptoms reported include hyperglycemia and vomiting. The patient was treated with IV (intravenous) insulin and anti-nausea medication. The patient did not remember when they were released. The pod was worn when seeking medical attention but was thrown away.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.